Event description:
The customer reported that he was hospitalized due to hypoglycemia, with a blood glucose reading of 27 mg/dl. The customer stated that he was unconscious when he was found. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.